Manufacturer narrative:
Conclusion: the patient was experiencing intermittencies in hearing with the device. A revision surgery was performed to reposition the floating mass transducer (fmt) on the round window. After the surgery the patient could not hear with the device. It is assumed that the device was most likely inadvertently damaged during the revision surgery. However, this cannot be confirmed as the device was received incomplete. The damages found during the device investigation on the received part are most likely contributable to the explantation surgery. This is a final report.

Event description:
Towards the end of 2015, the patient described intermittent access to sound with the device. In situ testing was then indicative of a functional device. On (B)(6) 2016, a revision surgery was conducted to check the position of the floating mass transducer (fmt). When the audio processor was re-activated the patient could not hear with device. In situ testing performed on (B)(6) 2016, showed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Towards the end of 2015, the patient described intermittent access to sound with the device. In situ testing was then indicative of a functional device. On (B)(6) 2016, a revision surgery was conducted to check the position of the floating mass transducer (fmt). When the audio processor was re-activated the patient could not hear with device. In situ testing performed on (B)(6) 2016, showed that the device had malfunctioned.